Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 75 mm in diameter abdominal aortic aneurysm. The proximal neck was 23 mm in diameter and 23 mm in length. It was reported that an ultrasound scan identified a distal type I endoleak in the left limb. The cause of the endoleak was attributed to the distal dilation of the patient's iliac artery. No intervention was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.